Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
A customer reported a low reading issue with the adc freestyle libre sensor. The customer reported that on (B)(6) 2020, sensor readings of 41 mg/dl and 42 mg/dl were received compared to readings of 354 mg/dl and 114 mg/dl obtained on a competitor¿s meter. The customer did not report any symptoms however, he reported receiving insulin (dose unknown) from someone other than himself. It is unknown if customer had hcp contact as no further information was provided. There was no report of death or permanent injury associated with this event. Receive medical.